Event description:
It was reported that the ventilator had an excessive leakage. Patient involvement is uknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was reported that there was a leak. Further information provided in (B)(6) 2022 revealed that the leak was caused by broken moisture trap. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing moisture trap. The moisture trap is a part of the expiratory cassette (expiratory inlet). The inlet is designed to make condensed water drip out and allow use of a water trap for such water to be collected. The issue was reported to competent authority in abundance of caution as initial description might have underlying which represent a reportable event. Further provided information revealed that the solution of the issue pointed at replacing of the moisture trap. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/17/2018. Corrected manufacture date: 10/11/2018. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).